Event description:
Reporter alleged blood glucose measured 44 mg/dl back to back with a result of 100 mg/dl performed within 10 minutes of each other. It was reported a relative gave customer a tube a glucose gel as a result however no medical treatment was sought or received. A request was made for the return of thesuspect device and replacement product was sent.